Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and the patient subsequently passed away. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event, the patient was treated with an unspecified antibiotic (dose, route, and frequency was not reported) for peritonitis. Eleven days after the event onset, the patient passed away. The patient was still receiving antibiotic therapy at the time of death. It was not reported if the patient recovered from the peritonitis prior to death. The cause of death was unknown and it was not known if an autopsy was performed. Therapy remained ongoing prior to death; and the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.